Event description:
It was reported that during a redo lap hiatus hernia repair, the generator would not accept the device. The procedure was completed with another device. No patient consequence reported.

Manufacturer narrative:
Date sent: 07/25/2007. Results: hand control switch. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.